Manufacturer narrative:
(B)(4). Patient medications - amlodipine; aspirin; gabapentin; metoprolol; nitrostat sublingual; plavix; protonix; tamsulosin the review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Refer to field for the results of the imaging evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU),do not rotate the trunk delivery catheter beyond 360° to avoid delivery system damage and / or premature deployment. In addition, do not constrain / reopen the trunk device more than two times during a procedure. Device and/or catheter damage may occur.

Event description:
On (B)(6) the patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that post procedure imaging revealed the ipsilateral leg component had narrowed significantly, restricting the blood flow. It was reported during the initial procedure that the physician was trying to reposition the graft, and kept turning the catheter, but the graft wasn't moving smoothly, it finally did turn to where the physician wanted it. It was not noticed the ipsilateral leg had narrowed during the repositioning. It was reported the excessive repositioning may have contributed to the twisting of the ipsilateral leg. On (B)(6) 2016, a reintervention was performed to re-open the ipsilateral leg. A balloon expandable stent (medtronic) was used to open the graft and reestablish good blood flow through the graft. The patient tolerated the procedure. Pre intervention images are available for evaluation.